Event description:
Healthy female pt. (B)(6) diagnosed with stage 4 follicular lymphoma approx 2 yrs after saline breast augmentation. No signs of lymphoma prior to implant placement. Beginning signs of lymphoma started within 6 months of augmentation surgery. Pt received a series of chemotherapy r-cvp treatments. Pt is currently in remission and is undergoing maintenance rituxan treatments. Pt reports continued pain around breast implants and plans to have implants removed. R-cvp chemotherapy series of treatments given. Rituxan maintenance treatments in process now.